Event description:
In 2009, the patient's mother reported that the patient has received several e4 (occlusion) errors and she has experienced elevated blood glucose. The errors occur 24-48 hours after the changing the infusion set. The errors are cleared by changing the infusion set. Her blood glucose has been as elevated as 400 mg/dl. Her normal blood glucose level is 120 mg/dl. The patient injects insulin via syringe to lower her blood glucose. She was sent replacement infusion sets. Upon follow up the next day, the patient's mother reported that the patient has not experienced any further errors and her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.